Event description:
It was reported the customer accidentally delivered an insulin bolus of 90 grams instead of 60 grams. Contact indicated that health care provider would be contacted.

Manufacturer narrative:
Multiple attempts were made to follow up with the customer. The product has not been returned for evaluation. Should new relevant information become available a supplemental report will be submitted.